Event description:
Per the clinic, the patient received limited auditory benefit from device use, and the issue could not be resolved. The device was explanted (B)(6) 2012. There are plans to reimplant the patient with an auditory brainstem implant, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Correction: the correct model number is ci24re (st); not ci24re (ca) as previously reported. This is a duplicate complaint of MFR report # 6000034_2012_01934; all future mdrs will be filed under 6000034_2012_01934. This report is filed (B)(4) 2012.